Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Medical history and concomitant medications were not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Additional information received from a consumer indicated the patient experienced a motor stall, pump/delivery failure, and catheter failure that resulted in injuries of pain, paresthesia, failure of therapy, hospitalization, and surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had problems with the pump and sometimes the pump alarmed. The pump was refilled every 6 months, and the last time the patient went to the health care provider 6 months ago the pump alarmed. The pump still had a lot of medication in it at the time. The patient would complain to the health care provider about the pump and all the health care provider did was boost the medication. It was reported that the pump alarmed the other day. The drug in the pump was baclofen. No interventions, outcome, or details surrounding the pump issue was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.